Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The rep reported the software version was 2.0.247.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information from the rep indicated that the device has not been explanted. The rep stated that it is still in use.

Manufacturer narrative:
H6: previously reported imf annex f (f26) is no longer applicable to the event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Rep reported that patient reported having issues with recharging the implant. Rep wasn't aware of what the recharging issue was about. Patient is not scheduled for replacement yet, but healthcare provider is planning on replacing the entire system, due to recharging issue and the validation code.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer's representative (rep) regarding an implantable neurostimulator (ins). Caller meeting with patient (pt) today to do some reprogramming of ins. After reprogramming ins, the caller worked with patient's externals components some with the ins, and then went back to the tablet. When they tried to reinterrogate the ins, they received a validation error message with code 010081 that indicated that the current ins settings may be wiped out. The caller chose continue and then noticed that the ins programming was wiped out. Technical services (tss) reviewed using previous report to reference the programming they had created. Tss could not provide a reason for the validation error that occurred. Tss then had technical error and call was ended. Tss emailed rep for information, and rep responded with patient and doctor information, and indicated the issue was resolved after recreating the patient's programming.